Event description:
Related manufacturer reference number: 3006705815-2022-17174. It was reported the patient¿s ipg has reached its end of service and the patient is experiencing ineffective stimulation. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
E1 initial reporter a patient¿s ipg reaching end of service and the patient experiencing ineffective stimulation was reported to abbott. The system was explanted and replaced. Therapy was restored post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.